Manufacturer narrative:
Batch review performed on 14 february 2020: lot 174274: (B)(4) items manufactured and released on 26-sep-2017. Expiration date: 2022-09-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: 2 years after rsa the glenoid components are found at rx analysis to be too superior, and loose - it is very possible that the loosening is consequent to the suboptimal position. No mention of defective components was made in the report and we have no reason to suspect defects.

Event description:
The patient came in, 2 years and 2 months after primary surgery, reporting pain. When the surgeon took an x-ray, it was observed that the baseplate was too superior and loose. The cause of the superior and loose baseplate is unknown. The surgeon revised the glenosphere, glenoid baseplate, and insert. The surgery was completed successfully.